Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that there was a problem with the asystole alarm as well as the ECG amplitude display. It was reported that the patient experienced an asystole. (B) (4).